Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that she's been experiencing a skin irritation at the sensor insertion site. Patient consulted with her physician who did not prescribe anything but advised patient to use an otc skin adhesive barrier wipe. At the time of her call to dexcom technical support, patient reported that she was benefiting from the adhesive barrier.